Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. Upon visual inspection of the photos it was observed that the valve had moved towards the cannula hub luer side. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue. H3 other text : see h.10.

Event description:
It was reported that 12 unspecified bd venflon¿ pro safety shielded IV catheters had blood leak through their ports during use. The following information was provided by the initial reporter: 'fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 12 unspecified bd venflon¿ pro safety shielded IV catheters had blood leak through their ports during use. The following information was provided by the initial reporter: 'fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port."